Event description:
The surgeon reported after downgrading from synergy spine 2.0 to 1.7 they took their ap and lateral images and there were no images. The probe and cad model would track on an empty space as a result of the downgrade. The issue was resolved, the surgeon was able to complete the case using the stealth. There was no impact on patient outcome.

Manufacturer narrative:
Computer software performance tests conducted, downgraded from synergy spine 2.0 to 1.7. No further issues.